Manufacturer narrative:
H.6 health effect ¿ clinical code: condition term / code not available (4581): the patient experienced bladder distension due to retained fluid, which necessitated a return to the operating room (or) for medical intervention. The aquabeam robotic system's instructions for use list urinary retention as potential perioperative risk of aquablation therapy. It was reported that the treating surgeon was having difficulty placing the urethral foley catheter despite multiple attempts. Although the catheter was eventually inserted, it was later discovered during the patient's recovery in the pacu that the catheter had not been correctly positioned in the bladder. As a result, the patient experienced bladder distension due to fluid retention. The patient was returned to the operating room, where a suprapubic tube (spt) was placed and the urethral foley catheter was correctly repositioned. The patient was has since been discharged and is doing well. Based on the information provided, plus a review of the DHR and IFU, the event is considered not to be device related. A review of the device history record (DHR) for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. Shall the log files be made available in the future, then this complaint will be reopened to conduct such a review. The aquabeam robotic system¿s instructions for use (IFU), ifu0101-00, rev. E, was reviewed and urinary retention is listed as a potential perioperative risk of the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the postoperative phase, the physician experienced significant difficulty placing the urethral foley catheter. Multiple attempts were made, including the use of a guidewire, but successful placement remained challenging. Although the catheter was eventually inserted, it was later discovered during the patient's recovery in the pacu that the catheter had not been correctly positioned in the bladder. As a result, the patient experienced bladder distension due to fluid retention. The patient was returned to the operating room, where a suprapubic tube (spt) was placed and the urethral foley catheter was correctly repositioned. The patient was then transferred back to pacu and remained stable on continuous bladder irrigation (cbi). To date, the patient has since been discharged and is doing well. No malfunction of the aquabeam robotic system was reported.